Manufacturer narrative:
In this case, this device was returned and although there was no device malfunction/issue reported against the device, however, as the device was returned, it was visually inspected as a conservative measure, and it was noted that the silicone valve of the sgc hemostasis valve was torn. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. In this case, as there were no issues reported with the device, the observed torn silicone valve appears to be likely related to post-procedural handling/shipping. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and small valve area for a mitraclip procedure. During the procedure, grasping was made and mean gradient was too high to implant the clip, it was decided to remove the clip and discontinue the procedure due to small valve area. Clip was inverted and retracted into the left atrium. Clip was then locked, closed tightly to retract it into the guide. Upon retracting the clip into the guide, clip was caught at the soft tip of the guide, and the clip was sprung opened to about 120 degrees and got disconnected from the mandrel. Physician was able to retract one clip arm into the guide and pull the guide and the clip delivery system together, back into the septum and into the right atrium. It was pulled down the groin and out of the patient successfully. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, device was returned and during device analysis it was observed that silicone valve of the guide was torn.